Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A potential root cause could be a leak or blockage within the tubing; please ensure that the canister tubing and the renasays soft port are installed completely and without any kinks to avoid leaks or blockages as this could contribute to a suction issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys go pump was not commencing therapy and displayed a "low vacuum" warning. Nurse checked and changed the canister and the dressing, but the problem was not resolved. The nurse changed the device was well, but the problem persisted. The soft port was changed as a last resort and it worked. A small delay was reported. No patient harm reported.